Manufacturer narrative:
The pump, two 14fr x 25 cm introducers, a 14fr x 13 cm introducer and 0.035 guidewire were returned for investigation. A data log review was not required for this investigation. Both 14fr x 25 cm introducers were kinked at the same location. No other damage was noted on the 14fr x 25 cm introducers. Additionally, the 14fr x 13 cm introducer was returned with the pump and 0.035 guidewire stuck in it. No damage was noted on the 14fr x 13 cm introducer. The pump and guidewire were not able to be removed from the introducer, and it was necessary to push in to remove from introducer tip. The pump catheter was found to be kinked at the motor housing, and the guidewire was also seen to be kinked and unveiled coil at the mid-location where it was stuck in the introducer. Guidewire damage and the cannula kink failure mode was added as investigated failure mode after reviewing the product damage. Pump was ran as per the specification in bucket of water. The cause of the introducer damage issue was most likely introducer sheath kink, which was most likely associated with the patient's tortuous vessel condition. The cause of the difficulty in inserting/removing the pump through the introducer was due to a kink in the introducer sheath, which was most likely associated with the patient's tortuous vessel condition. The cause of the removal issue was most likely damaged guidewire. When and where the kink on the guidewire occurred was not confirmed. The cause of the 0.035in guidewire damage issue was not determined since sufficient clinical details was not provided. The cause of the product damage (cannula kink) issue was a catheter kink. Further investigation on the catheter kink could not be determined due to insufficient clinical information. D1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-28403 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number 1220648-2025-28403 was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-28403 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number 1220648-2025-28403. D10 added pump information since the initial manufacturer device report number 1220648-2025-28403 was submitted in accordance with updated procedures. H6 revised component code since the initial manufacturer device report number 1220648-2025-28403 was submitted in accordance with updated procedures. Since the initial manufacturer device report number 1220648-2025-28403 was submitted in accordance with updated procedures.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.¿ section: potential adverse events (united states). Section: warnings & cautions: warnings. ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings. ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported that when starting the impella cp procedure on the 83-year-old male patient, the physician was not able to advance the impella through the 14x25cm sheath. A new 14x25cm sheath was used but this new sheath also kinked and impella was not able to advance. A 14x13cm sheath was placed and the impella was advanced successfully and started in auto mode. The cardiac procedure was completed. Upon removal of impella, the physician pulled back with wire still in place and impella and wire were stuck within 14x13cm sheath. Up and over dry closure used for hemostasis and sheath, wire, and impella were removed.